Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s husband found the patient on the floor unconscious. The patient no longer recalls the cgm reading at the time of the event, but her husband took a bg meter reading, which was 38 mgdl. Although there was no cgm comparison value reported, a cgm inaccuracy was alleged. The patient was also wearing a tandem insulin pump. Emergency medical services (ems) was called, and once they arrived the patient was treated with an unspecified intravenous (IV). The patient could not recall the cgm/bg comparison values from when ems arrived. Ems transported the patient to the emergency room (ER). At the ER, the patient was treated with another unspecified IV. The patient was discharged home two days later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.